Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after eating an additional unannounced portion of lasagna while using the ilet during the learning period, resulting in a device high glucose alert and a peak blood glucose of 350 mg/dl with approximately two hours above target. Symptoms included feeling clammy without loss of consciousness or diabetic ketoacidosis. Outcomes included no medical intervention, no use of backup therapy, and no ketone testing, with glucose trending downward by the end of the call. Investigation included troubleshooting and user education regarding meal announcements and the ilet learning behavior. Investigation of this case revealed user-related factors associated with an unannounced carbohydrate intake that exceeded expected dosing. It was concluded that the device functioned as designed and that hyperglycemia was attributable to unannounced additional carbohydrate consumption.